Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a stonetome¿ was about to be used in a procedure on (B)(6) 2018. According to the complainant, during unpacking outside the patient, it was noticed that the edge of cutting wire broke off. Reportedly, the device was handled lightly when it was unpacked. The procedure was completed with a second stonetome¿. There were no patient complications reported for this event.

Event description:
It was reported to boston scientific corporation that a stonetome was about to be used in a procedure on (B)(6) 2018. According to the complainant, during unpacking outside the patient, it was noticed that the edge of cutting wire broke off. Reportedly, the device was handled lightly when it was unpacked. The procedure was completed with a second stonetome. There were no patient complications reported for this event.

Manufacturer narrative:
Visual examination of the returned device found that the cutting wire was broken and blackened (has evidence of evidence of electricity or current was applied). No other issue was noted. The complaint was consistent with the reported event of broken cutting wire. It is most likely that a peak of voltage could have caused the failures noted. Additionally, during manufacturing process the units are inspected in order to avoid or detect defects, however, there is no control in how devices are manipulated in the field. Based on all the available information and the condition of the returned device, the most probable cause of this complaint will be documented as ¿operational context¿. A DHR (device history record) review was performed and no deviation was found.